Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient having draining slowly alarms in drain 1 of 4. The patient¿s caregiver mentioned to technical services that 4 l of fluid was drained during drain 4 the prior night. A review of the patient¿s treatment records identified that the patient was overfilled and drained 3965ml of 2002ml. This drain volume is (B)(6) of the patient's prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient¿s caretaker to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the caretaker, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caretaker stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler is available to be returned to manufacturer for physical evaluation

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient having draining slowly alarms in drain 1 of 4. The patient¿s caregiver mentioned to technical services that 4 l of fluid was drained during drain 4 the prior night. A review of the patient¿s treatment records identified that the patient was overfilled and drained 3965ml of 2002ml. This drain volume is 198% of the patient's prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient¿s caretaker to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the caretaker, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The caretaker stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler is available to be returned to manufacturer for physical evaluation.

Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The patient sensor check passed. The system air leak test passed. The valve actuation test passed. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.